Manufacturer narrative:
(B)(4). Field service rep evaluation: the vyaire field service representative (fsr) evaluated and performed the operational verification procedure of the device . At this time, the reported event was not duplicated and no specific component has been isolated for a root cause investigation due to no failure or malfunctions being detected. There were no parts replaced so nothing is expected to be returned for evaluation by the manufacturer.

Event description:
The customer reported while in use this avea ventilator failed to cycle a breath in a neonatal modality. The customer stated no patient harm or injury was associated with this event.